Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the insertion part, charged coupled device (ccd) unit cover lens is dirty. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the insertion part, charged coupled device (ccd) unit cover lens is dirty. There was no report of patient involvement.